Manufacturer narrative:
Report received from the USA stating that the device had damaged bearings. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided. (B)(4).

Event description:
Report received from the USA stating that the device had damaged bearings. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.